Event description:
The customer reported via phone call that he had problems with his infusion sets during the last few days. Customer had one set left and his blood glucose was running a little high. Customer was hospitalized last month due to a high blood glucose. Customer's blood glucose at the time of the incident was 380 mg/dl. Customer's current blood glucose was 203 mg/dl. Customer has an old pump and syringes for a back-up plan. Customer went to the hospital and contacted his endocrinologist. Customer was hospitalized on (B)(6) 2015 with a blood glucose over 600 mg/dl at the time. Customer was bolusing but nothing was getting his blood glucose down. Customer was throwing up and felt dizzy. Customer woke up in the middle of the night and called the ambulance because his blood glucose was high. Customer had diabetic ketoacidosis. Customer was admitted for 2 days and was in the intensive care unit before being released. Customer was advised to do a complete set change.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.